Event description:
Reporter had meter-to-health care professional meter (one-touch) blood glucose comparison test, with results of 360 and 240 mg/dl respectively. Reporter did not have control solution available for testing. Reporter was not experiencing any symptoms.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8